Event description:
It was reported that a patient's lead migrated which led to a shocking sensation. The patient requested to have the device removed. Unable to follow-up with the contact information provided, hence no additional information was obtained.

Manufacturer narrative:
Product ID neu_unknown_lead, product typ lead. (B)(4).